Event description:
It is reported that a customer experienced low and high blood glucose from 40 to 400 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was upset at the performance of his insulin pump and stated that he wants to write a letter of complaint. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.